Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a factory reset of the ilet following a change in prescribed insulin strength and subsequently experienced hyperglycemia with a reported glucose of 260 mg/dl; troubleshooting and education were provided. Symptoms included high blood glucose. Outcomes included resolution to normal glucose range as confirmed by the user. Investigation included case review and user troubleshooting. Investigation of this case revealed no device malfunction reported, and the event was associated with therapy transition and device reset with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.